Event description:
It was reported that the procedure was to treat a left main coronary artery. The 4.5x12 xience skypoint stent delivery system (sds) was advanced to the lesion. After deployment in the left main artery, it was realized that about 5mm of the stent had expanded in the guiding catheter. During removal of the sds, the stent got caught with the guide catheter and under fluoroscopy, was noted to be fully deployed in the right axillary artery. An attempt was made to wire and crush the stent; however, this was unsuccessful. There was no limiting flow; therefore, no further intervention was attempted. A 4.5x12mm non-abbott stent was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known. H6: medical device problem code 2017 - failure to follow steps / instructions.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. The xience skypoint stent delivery system (sds) was advanced to the lesion. After deployment in the left main artery, it was realized that about 5mm of the stent had expanded in the guiding catheter. It should be noted that the xience skypoint everolimus eluting coronary stent system instruction for use (IFU) states: advance the delivery system over the guide wire to the target lesion under direct fluoroscopic visualization. Utilize the radiopaque balloon markers to position the stent across the lesion. Perform angiography to confirm stent position. If the position of the stent is not optimal, it should be carefully repositioned or removed. The balloon markers indicate both the stent edges and the balloon shoulders. Expansion of the stent should not be undertaken if the stent is not properly positioned in the target lesion. In this case, it appears the IFU deviation related to incorrect stent delivery may have contributed to the reported event. The stent was noted to be fully deployed in the right axillary artery. An attempt was made to wire and crush the stent; however, this was unsuccessful. There was no limiting flow; therefore, no further intervention was attempted. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.